Manufacturer narrative:
The psm arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the arm failed the in-house brake weight drop test. The axis-2 brake was replaced and the arm was upgraded with new brakes, gears, bearings and shafts. Intuitive surgical, inc. (Isi) has conducted a device history record(DHR) review for this psm and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the psm used during this reported event. The complaint is being reported due to the psm failing the weighted brake drop test during failure analysis investigation. Although this failure was found during failure analysis and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported the patient side manipulator (psm) arm 1 produced an error message during startup of the system. When this issue occurred there was no patient involvement and the error did not occur during a da vinci procedure. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument. The psm was replaced.